Event description:
On aug 24, 2006, kinetikos med, inc. Was informed of the planned explant and replacement of a uni2 carpal poly and plate, on five days later, on a female pt one year following detection by x-ray of a broken carpal stem (pt was asymptomatic). The explanted components were not returned to kinetikos medical, inc. For evaluation.